Event description:
Corrected information:the procedure date was improperly identified on the initial submission as (B)(6), 2012. No event/procedure date was reported by the user account.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. However, a review of the device history record (DHR) was performed and no anomalies were noted. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(4) 2012. According to the complainant, during the procedure, lithotripsy of a 15mm calculi was attempted in the main biliary duct; however, the wire broke at the level of the handle. Several attempts to micro-dilate the papilla were performed without success. A sohendra handle was then used, in conjunction with the original trapezoid rx lithotripter compatible basket, to successfully complete the lithotripsy. The procedure was complete after withdrawing the basket device from the patient without issue. No patient complications resulted from this event.